Event description:
The reporter states that he obtained the following blood glucose comparison results on the accu-check compact system: 53mg/dl and 310mg/dl; 72mg/dl and 310mg/dl; 310mg/dl and 78mg/dl. All aforementioned tests were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.